Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nokor¿ filter needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd nokor¿ filter needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was attached. Additionally, a sample was returned for evaluation. The returned sample has 3 small black specks, smaller than a level 3, embedded in the shield. Embedded foreign matter smaller than a level 3 is within specification. Embedded fm is usually degraded material that builds up on the manifold. (B)(4). Assembly batches 7201763 and 7237719 were used in the production of this batch. A review of the dhrs showed all product to be within specification, and no issues with embedded foreign matter. No notifications were written for this batch, nor for the associated assembly batches.